Event description:
Baxter reports five blood leaks noted both at the beginning of patient treatment and during treatment. All incidents occurred during patient use number two of the dialyzers. No patient injury or medical intervention was required by baxter affiliate.